Event description:
While in the process of flushing cerumen from a pt's left ear, the handle of the syringe separated from the syringe. The tip of the syringe scratched the pt's anterior ear canal with some bleeding noted. Follow-up not known.